Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline fault. There was tear in the driveline proximal to where the modular cable could be changed. Log file review revealed low flow events on (B)(6) 2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The driveline power fault appeared to have been triggered by a brief elevation in current on power line a but has since returned to normal ranges. Additional information received stated that the patient had another driveline power fault. X-ray images of the driveline were unremarkable. The modular cable and system controller were exchanged. Corrosion was not seen on the modular cable pins. The site believed that they had the patient long enough and confirmed there were no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis and evaluation of the returned cable. The modular cable (lot number 8519293) was returned and tested with the event system controller and passed testing without issue or alarms. The driveline power fault alarms were not reproduced with during this test. The modular cable did not pass insulation testing, and the brown wire, responsible for the power b line, was noted to have a raised resistance, indicating wire fatigue. Sustained raised resistances in this wire would cause a driveline power fault alarm to activate. A review of the submitted and downloaded log files from the reported event dates of 29apr2025 ¿ 30apr2025 and 21may2025 ¿ 22may2025 showed driveline power fault alarms. The onset of the alarm was not captured on 29apr2025, but on 21may2025 the log file captured intermittent fluctuations of the power b signal, activating a driveline power fault alarm. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the controller was able to support the system as intended while the driveline was connected. The driveline was disconnected on 22may2025 at 13:55, consistent with the reported controller and modular cable exchange. Provided information indicated that the system controller and modular cable were exchanged. The root cause was determined to be due to the wire fatigue in the modular cable, consistent with repetitive flexing of the cable over time. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.